Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the battery was end of life. The patient went in and did not feel stimulation anymore. The patient had no pain relief because they had no more stimulation. The device was checked and it was end of life after 6 months of use. It helped the patient so much they decided to change it with a rechargeable. There was abnormal battery depletion. The device was interrogated and the device data showed abnormal because the device only had 6 months but the pulse width was high and so was the rate. The device was explanted/replaced on 2015-jan-09. Actions taken as a result of the event included an unscheduled clinic or office visit. The issue was resolved at the time of report. The patient's status at the time of report was alive with injury. The event was related to the implantable neurostimulator (ins). The outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the amplitude was 1.2, the pulse width was 450, and the rate was 80.